Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead was unable to undergo magnetic resonance imaging (MRI) due to irretrievable lead fragments. A partial lead extraction was performed and a portion of the lead was abandoned and was detected on x-ray by health care professional (hcp). To date, there is no intervention information related to the retrieval of the remaining lead fragments on patient's body. No additional adverse patient effects were reported.